Manufacturer narrative:
Correction to field h6 device codes.

Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 41 joule shock. The shock successfully converted the rhythm. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. The device was returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 41 joule shock. The shock successfully converted the rhythm. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. The device was returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 41 joule shock. The shock successfully converted the rhythm. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. The device was returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 41 joule shock. The shock successfully converted the rhythm. No additional adverse patient effects were reported.